Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses. In '08, the pt presented with back pain. A computed tomography scan demonstrated aneurysm enlargement due to endotension and an unspecified type ii endoleak. About 2 days later, the pt underwent a successful reintervention in which gore excluder aaa endoprostheses were implanted to reline the devices. Post-operatively, the pt experienced rectal bleeding. An exploratory laparotomy determined that the bleeding was unrelated to the implanted devices.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Endotension.